Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a low transmitter battery error on (B)(6) 2018.data was returned and evaluated. This complaint was upgraded to reportable status based on the findings of a transmitter failure via data log review. The probable cause was determined to be a transmitter timer not advancing. No additional patient or event information is available.